Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Customer delivered a correction bolus to treat elevated bg level. Reportedly, customer did not see insulin in the tube. During troubleshooting with tandem technical support, a review of pump data showed that customer changes cartridge every 5-6 days. Customer was reminded that novolog is indicated for use up to 72 hours in order to optimize insulin delivery. Recommendation was made to consult with health care provider to discuss diabetes management.